Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The pod was received in the not deployed state. The original download data found no timeouts, drive stalls, or rotational sensor errors. The pod generated an 0x12 alarm found in the original data. The pod completed first prime but was unable to complete second prime due to the alarm. The pod was rerun to determine if the original results would be replicated. The pod moved into the deployed state after rerunning. The rerun data found timeouts with no drive stalls. No alarm codes were generated during the rerun. The 0x12 alarm was generated when the pod entered second prime indicating that the priming sequence was stopped. Therefore, the needle was unable to deploy. Inspection of the pod found no damages or deficiencies that would contribute in the needle not deploying.